Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (S-ICD) system exhibited noise in the primary sensing vector on a non-sustained event. The patient was evaluated in the clinic for a suspected lead fracture/sensing issue. Noise was reproducible in both the primary and alternate sensing vectors, consistent with a possible lead fracture. The secondary vector was not viable due to unsatisfactory R:T ratio. As no acceptable sensing vectors were available, device therapies were programmed off, and the patient was referred for a system revision. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.